Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The balloon was ruptured and partially missing. The missing part was not returned. The manufacturing record is under investigation. Based on the past similar cases, it was known that the balloon ruptured and missing since the balloon was damaged when the user retrieved the biliary calculus with the subject device. The instruction manual of the device has already warned as follows; *if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient.

Event description:
During an endoscopic retrograde cholangiopancreatography, two extraction balloons were used. The user reported that their devices had unspecified problems. On january 22, 2018, olympus medical systems corp. (Omsc) found that one of two extraction balloons was partially missing. There was no patient injury reported. No further information was provided. This is the report regarding the missing of the balloon.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".